Event description:
A malfunction alarm, identified as malf 12, was reported. There was no adverse impact to the customer's blood glucose level, which remained below 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappear.